Event description:
Upon review of the event history it was found that colleague infusion pump experienced failure code 812:04 that interrupted delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Results of evaluation. The found condition of a colleague infusion pump with failure code 812:04 that occurred during delivery was confirmed during product evaluation in the pump's event history. The reported condition could not be reproduced; therefore, no repair was necessary. The pump head module was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This is an ancillary service event. The cause was determined to be unknown. To correct the condition, the pump head module (which includes the shuttle motor) was replaced. If any additional information is received, a follow-up MDR will be sent. (B)(4).